Manufacturer narrative:
It was reported that the urinary catheter "slipped out" of a patient and the urinary catheter balloon was found to have "broken." Reportedly, 10ml of normal saline was used to inflate the balloon. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional information to the manufacturer. No adverse patient impact was originally reported. No sample was returned to the manufacturer for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter "slipped out" of a patient.